Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 21.4 mmol/l (385.2 mg/dl). Symptoms reported include hyperglycemia. The pod was removed at the hospital where the patient reported a bent cannula. The pdm was reported to have malfunctioned and was treated with humin insulin while at the hospital. The hcp prescribed an insulin pen to deliver insulin until the patient received a new pdm. The patient was released after 30 minutes of admittance.